Event description:
It was reported the electrode got lost in the body. Sensor was detached it was not bent. Customer went to first aid and they were unable to find the electrode inside the customer. Customer was sure it was inside and it wasn't retracted. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.